Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated that a patient was using the chair and the bolt broke and the patient fell.